Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure prior to insertion, it was noted that the injector had bypassed the lens. The issue caused a 2 minute delay to the procedure. The surgery completed with unspecified back up lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger has been advanced to mid-nozzle and a plunger underride was observed. The lens was in the nozzle entry area. The trailing haptic was misfolded underneath the optic. The leading haptic was on top of the plunger in front of the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. A plunger underride was observed. The trailing haptic was misfolded under the optic. The root cause cannot be determined for the reported complaint. It is unknown if a qualified viscoelastic was used. The instructions for use (IFU)instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Haptic folding may be influenced by an intermittent plunger rate or if the operating room temperature is too high (> 23 degree c / 73 degree f). If the operating room temperature is too high lens folding consistency is negatively affected as the lens more adherent. This may inhibit lens advancement or contribute to incorrect haptic folding. Plunger underride may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23 degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain test was conducted with acceptable results. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).